Event description:
Patient received inappropriate therapies due to sensing noise issue. During the surgical procedure, no lead issues were detected with various maneuvers. Testing through the the analyzer did not detect noise. The device header was thoroughly cleaned and leads were connected with no noise detected. Upon closing the pocket, random noise appeared on the egm and again disappeared. ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was found to have damaged septa when it was received. When the device was connected to test leads and then tested in saline solution, noise was sensed when septa were manipulated. The cause of the sensing anomaly could have been the damaged septa.